Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the soft mode switch was loose, moved by itself when running, made excessive noise and the triggers were binding intermittently. Therefore, the reported condition was confirmed. It was further determined that the internal components were corroded and the soft mode switch loose (loctite failure). The assignable root cause was determined to be due to improper care/immersion and loctite degradation from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-testing by bioengineering, it was observed that the compact air drive device was making a strange noise. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.